Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had difficulty maneuvering the trailing haptics into the capsular bag and in the process broke capsule. The lens was removed, a vitrectomy was performed, and a 3 piece lens was implanted in the sulcus. The patient's prognosis is good. Vision is improving. The current treatment is routine post-op eye drops (abx and pred forte).

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.